Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
During a trial procedure, the lead exhibited invalid impedance on all contacts. Another trial stimulator and trial cable were used to no avail. The doctor removed and reinserted the lead but invalid impedance remained present. The lead was replaced and the procedure was completed successfully.